Event description:
Information received a smiths medical patient monitoring/bci oximeter disposables reported sensors show defects after 1 to 2 days in use. Customer stated they do not dissipate, provide incorrect measure values and the cables of new sensors are already exposed as missing cable covers.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The device sometimes had no readings, wire interruption, adhesive tape was thin and stretched the root cause of the reported issue was found to be a user interface problem. The device will be returned to the supplier.